Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a vent inop condition; data acquisition pcba adc reference failed. No patient involvement was reported.